Event description:
It was reported that the first needle was placed without problems. When removing the second needle abdominally, it was no longer attached to the plastic connecting the tape with the needle. The procedure was completed with another tvt needle with a different lot number. The pt was stuck with the needle approximately five times instead of two, has discomfort in the hip joint and the procedure took 2 hours.